Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that the sensor alarm failed to trigger when their glucose was low and as a result, the customer experienced a symptom of sweating. The customer was treated with a chocolate shake and chocolate cookie by a family member. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device. A customer reported that the sensor alarm failed to trigger when their glucose was low and as a result, the customer experienced a symptom of sweating. The customer was treated with a chocolate shake and chocolate cookie by a family member. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Successfully received high/low glucose alarms on ios/fsll. No issues were identified with librelink application. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm did not go off. A visual inspection was performed on the returned sensor, no observations made. Using a known good libre 2 reader paired with returned sensor performed low glucose test and placed sensor in simvivo test fixture and observed low glucose alarm sounded within 5 minutes. This test was repeated for high glucose test and observed the high alarm to sound within 5 minutes, therefore issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that the sensor alarm failed to trigger when their glucose was low and as a result, the customer experienced a symptom of sweating. The customer was treated with a chocolate shake and chocolate cookie by a family member. No further information was provided. There was no report of death or permanent injury associated with this event.